Manufacturer narrative:
Device evaluation - the evaluation has not been completed. A review of the device history record did reveal one related exception document for lot number f644004. The complaint database was reviewed and found one similar complaint for the same lot number. The customer was not sure which lot the suspect device came from. The customer also reported the following lot numbers: f644005, expiration date: 09/30/2011, device manufacture date: 10/2008; f725377, expiration date: 07/31/2012, device manufacture date: 07/2009; h190939, expiration date: 10/31/2013, device manufacture date: 12/2010; h200594, expiration date: 12/31/2013, device manufacture date: 01/2011; a follow-up report will be submitted when the evaluation has been completed. Method - device history record was reviewed. Complaint database was reviewed. Conclusion - a follow-up report will be submitted when the evaluation has been completed.

Event description:
The customer reported that during an angiographic procedure, the rotator on the manifold broke while injecting contrast. No harm or injury was reported.